Event description:
(B)(6) 2022, hcp reported she implanted molded pdo threads at the patient's jawline area on (B)(6) 2022. On (B)(6) 2022, the patient had a follow-up via phone and reported the thread had moved down her chin and it popped up when smiling. (B)(6) 2022, hcp reported the patient was seen at their office and requested the pdo threads to be extracted due to increased pain. Hcp removed two threads. (B)(6) 2022, hcp reported the patient was doing well.